Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that most of the hot jaw silicone boot was detached from the jaw; the heating wire was still attached to the silicone boot. There were multiple cracks on the external part of the hot boot near the tip. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The customer has been advised of our evaluation results, including the relevant section of the IFU. (B)(4).

Event description:
The hospital reported during an endoscopic vein harvesting procedure, the hemopro 2 broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.